Manufacturer narrative:
Reference e-complaint (B)(4). Investigation x-review DHR . *analysis and findings a review of the 2 yr complaint history reveals similar issues. A review of the DHR reveals no anomalies. Service & repair confirmed the complaint condition and replaced the main board, p/n 300788-r. The defective board was removed and set aside for a second evaluation by the capital value stream engineer. Although the issue was again confirmed the root cause was not identified. Board s/n pg16070030 was removed from the chassis and sent to core engineering for further evaluation. Ewr-342 has been assigned to evaluate output failures. Note: this unit is on recall 1216677-05-24-2019-002-r for the potential to have an overloaded c21 due to excessive current above the capacitors' rating. This failure is specifically for loss of foot pedal function. A device can still produce an output using a hand piece. The correction applied to a unit is on the main display portion of the board by installing a diode on c21. This unit was fitted with a new board already updated and satisfies the recall. The original board (pg16070030) was removed from the chassis and sent to core engineering. This board will not be used on sellable product and to be discarded after core engineering has completed its evaluation in regards to ewr-342. *correction and/or corrective action the unit was fitted with a new board, tested to specifications and returned to the customer. An engineering project number, ewr-342 has been assigned to investigate this particular failure mode. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Corrective action on the failed c21 component are addressed through the recall and CAPA 725. Since this unit received a new board it is now fitted with the addition of the diode to prevent a failure at c21. Bare boards were re-worked to include the diode. The 2 issues on this complaint are being addressed separately. Completion of ewr-342 is expected to further clarify the distinction between the this complaint failure (output) and the one attributable to a (foot pedal) c21 failure. This unit did not come in for a failure of the foot pedal. No applicable correction available to train to at this time concerning no output. *was the complaint confirmed? Yes

Event description:
"Coagulation stopped working in the middle of the procedure". E-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
"Coagulation stopped working in the middle of the procedure."